Manufacturer narrative:
Reported event an event regarding loosening and disassociation involving a unknown triathlon stem was reported. The event was not confirmed. Method & results -device evaluation and results: visual inspection - the reported device was not returned; however, photographs were provided for review. The photographs depict a recently explanted femoral component. There is evidence of bone cement and biological matter on the device. From the image, it is not possible to inspect the threaded portion of the femoral component. There was nothing remarkable to report. The triathlon stem is not in the image. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported; 'it was reported that the patient's right knee was revised due to aseptic loosening of the femoral and tibial components. Intra-operatively, it was observed that the femoral component and stem broke at the junction of the two devices. A ts knee was converted to a triathlon hinge knee. There were no allegations against the revised insert. Rep confirmed that no further information will released by the hospital or surgeon.' Visual inspection - the reported device was not returned; however, photographs were provided for review. The photographs depict a recently explanted femoral component. There is evidence of bone cement and biological matter on the device. From the image, it is not possible to inspect the threaded portion of the femoral component. There was nothing remarkable to report. The triathlon stem is not in the image. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: it was reported that the patient's right knee was revised due to aseptic loosening of the femoral and tibial components. Intra-operatively, it was observed that the femoral component and stem broke at the junction of the two devices. A ts knee was converted to a triathlon hinge knee. There were no allegations against the revised insert. Rep confirmed that no further information will released by the hospital or surgeon.